Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of recu2276 showed no other similar product complaint(s) from this lot number. Facility discarded device

Event description:
It was reported that during CT scan, a pinhole was observed at the 9cm mark.